Event description:
A co rep was notified by the customer on 10/23/96 of an alleged pt death. The customer reported that the unit was on a pt when the alleged death occurred. The customer did not allege that the device malfunctioned, but could not state whether the device caused or contributed to the pt's demise since the event occurred approx. Two months ago and is currently under investigation by the district attorney's office. Co ser reps evaluated the device on11/6/96 and found it to be operating normally and within specifications. It is not verified that the unit malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.